Manufacturer narrative:
Additional/changed and/or corrected data : b.5., h.6. Device evaluation: device photographs for the device related to the reported event of rupture, visibility/palpability were reviewed on jun 02, 2021. Visual analysis of the photographs identified: red particle material on the shell. Opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "change in shape" and rupture confirmed via MRI. The device remains implanted.